Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 3mg/ml at 0.5mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the device was protruding due to flipping. The environmental, external or patient factors as well as diagnostics and troubleshooting performed was noted as ¿n/a¿. The actions and interventions taken to resolve the issue was the pump re-secured. Per the patient¿s report the pump was flipping. Surgery was scheduled to re-secure the pump. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.